Event description:
It was reported that a revision surgery was performed to remove an instinct java screw for unknown reasons. No further information has been provided despite multiple requests.

Manufacturer narrative:
The product was not returned and no photos were provided. The lot number was not provided, so the device history record (DHR) could not be performed. An evaluation of the complaint could not be conducted. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. Without the returned product, the event is non-verifiable.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2020-00045.

Event description:
It was reported that a revision surgery occurred where two blockers were removed. There was no further surgical or patient information was provided. This is event one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove an instinct java screw for unknown reasons. No further information has been provided despite multiple requests.